Event description:
In 2009, the patient reported that last week, he noticed his insulin infusion set was not properly adhering to his skin. He stated the infusion set had been in use for 2 days and he uses a wipe on his skin prior to inserting the headset. The patient was educated on the sandwich technique and courtesy tegaderm was sent to him. The patient discarded the infusion set. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.